Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a patient with an unexpected outcome in the right eye 12 months post-operative topography guided photo refractive keratectomy and cross linking. Additional information has been requested.

Manufacturer narrative:
A root cause could not be determined conclusively. (B)(4).